Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the product was received with cracked flanges and dents on the blister. The samples were inspected and found to have compressed end rails on the ends of the cartons in addition to blister damage. The carton was damaged from suspected drop. The blister flanges were cracked around the edges, but did not cause a breach to the sterile barrier of the package. The damage observed is indicative of damage that would occur from an end drop in the package, configurations worst case orientation. The indentations on the blister is directly aligned to the proximal end of the device where the battery is seated, which would indicate significant force had been applied to the package, allowing the device to push against the end of the blister, forming these dents. The blister manufacturer (prent) was referenced to review and it was determined that it had not been designed into the packaging configuration, and was in fact obtained through drops after the blister had been packed out. The combined evidence of a.) Crushed carton end rails, b.) Blister denting damage from device contact and c.) Blister flange cracking suggests that the packages experienced an event that would be representative of a drop in the worst case orientation, from an extreme height beyond that challenged during the hazard simulation testing. It is suspected that the damage occurred external to the packaging facility. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
Jjkk received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is three out of six packages has been damaged(crack). Sales carton for device a and b was crushed but no other defect was found at its shipper box. Also, no defects are found at shipper box and sales carton for device c.